Event description:
The pt (who more than 5 years previously had a nissen procedure performed) had the pose procedure performed wherein a total of 14 suture anchors were placed in the pt's stomach (8 in the fundus, 4 in the distal body, and 2 on the anterior wall) for the purpose of weight loss. The procedure went well with no evidence of any issues with the device for the pt, and the pt was discharged normally the morning after surgery. That night the pt had distention and breathing difficulties, but he went bed. The next morning those symptoms got worse, so he came back to teknon. A CT scan showed air and a little bit of liquid, but the contrast didn't go through so it seems no perforation. Kept the pt overnight for evaluation, and saturday morning the pt still had the same issues. Analytics indicated there was an infection, pcr and leucocitosis. So the physician decided to drain the air with a needle through the abdomen. A little bit of air came ut, and pt said he felt much better but they kept him another night. The next morning the pt again had lot of distention and discomfort, so he was drained again - this time more than 700 cc of air. It seemed like the issue was solved, but by the afternoon the pt felt the same again so a gastroscopy was performed. Only some edema was seen (and specially on the distal anchors), so that was thought to potentially be the issue. The next morning the symptoms were the same, so the physician decided laparoscopic surgery was needed to fix the perforation that was letting air go through the stomach to the peritoneum. The physician was surprised when they check the distal body suture anchors and ther were 2 that had torn the tissue and the anchors were almost in serosa. Both of these suture anchors were removed, and the area was stitched closed. Following surgery, the pt recovered without further issue after a week in the clinic.